Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. The sample was not returned for evlauation, as it remains implanted. The doctor reported that after filter implantation, the pt had a medical condition (flu) that resulted in episodes of vomiting. He believed that this vomiting contributed to the perforation of the filter limbs. The results of this investigation are inconclusive. The IFU for this device states: potential complications: perforation of the vena cava wall.

Event description:
It was reported that the arms of the filter have perforated the vena cava. This was noted when the pt was examined for a scheduled removal procedure. The doctor chose to leave the filter in as a permanent filter.